Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a pvp stick sponge. The customer reports the sponge slipped off the stick and stayed inside patient's vagina. Sponge was removed by the physician, the means of removal is unknown.

Manufacturer narrative:
Submit date (B)(4) 2012. An investigation is currently underway, upon completion the results will be forwarded.